Event description:
The reporter stated that the surgeon was inserting a 19.0 se/3.5 diopter toric single silicone lens and the foam tip plunger over rode the lens and tore the lens in half during insertion. Half of the lens went into the pt's eye, and the surgeon enlarged the incision to remove and replace the lens, and a suture was used.

Manufacturer narrative:
The lens tray was received with no lens in it.